Event description:
On august 2005 the pharmacist contacted lifescn on behalf of the patient alleging that her one touch ultra meter was prompting error 1. The patient did not experience injury or medical intervention due to the product(s). The customer service agent verified that the patient was using the correct testing technique, the battery compartment was in good condition, and the samples were drawn from her finger. The csa walked the pharmacist through a retest and th meter prompted the error 1 message. Thus indicating that the meter meets the criteria of a medical device reportable. This complaint is being reported as a malfunction due to the unresolved error 1 prompt. The meter was replaced.

Event description:
In august 2005 the pharmacist contacted lifescan on behalf of the patient alleging that their one touch ultra meter was prompting error 1. The patient did not experience injury or medical intervention due to the product(s). The csa walked the pharmacist through a reset and the meter prompted the error 1 message. This complaint is being reported as a malfunction due to the unresolved error 1 prompt. The meter was replaced.